Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 230 mg/dl, and the meter bg reading was 30 mg/dl, resulting in the customer going to the emergency room. Customer was treated with a glucose solution to address the bg. Reportedly, the customer was released the same day 1 hour later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.